Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery and that the customer experienced high blood glucose levels nearly every day. The blood glucose reading was 332 mg/dl. The customer stated that she was trying to bolus after eating. She advised that she had checked the tubing and the infusion set cannula previously, having found no kinks, bends, or occlusions. Upon troubleshooting, insulin did not exit during a fixed prime. Insulin exited the tubing upon a plunger push. The customer was advised to reinsert the reservoir and run a manual prime. Insulin did exit the tubing during the manual prime. She was advised that the insulin pump was working as designed and that the alarm had been caused by an infusion set or reservoir occlusion. Nothing further reported.